Event description:
Customer reportedly received results of 16.8 mmol/l and 3.8 mmol/l on the mobile system, and a result of 3.8 mmol/l on the active system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the active system (lot number and expiration date unknown). Reference medwatch report with (B)(6) for the suspect device used in the mobile system.